Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device image revealed that device went into backup mode due to reset errors. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis.